Manufacturer narrative:
This supplemental report is being submitted to report the device investigation results. The probable cause is as follows: light leakage from the light guide connector the device has passed more than 8 years since delivery, and it is assumed to be occurred due to the abrasion of the connector accessories by the long-term use. The device history review (DHR) showed a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported. A supplemental will be submitted if new information becomes available or the device is returned.

Event description:
The user facility reported that there are image processor or light source output socket or light guide connector issues with the device. The light socket with the light source is leaking. There was no patient involvement. No additional information was provided.